Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had fluid exposure and battery out limit. Customer stated the insulin pump was exposed to moisture while on vacation. The insulin pump alarmed battery out limit after she took out the battery to dry it. Troubleshooting was done. No blood glucose reading provided. Assisted the customer to performing self test and the insulin pump passed. No further information provided.